Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient, wavewriter-solis study (B)(4), experienced significant migration of the right lead and clik anchor which was confirmed by x-ray. Stimulation shifted lower and toward the abdomen. The patient underwent a revision procedure wherein the lead and clik anchor were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180, model: sc-4318, serial: n/a, batch: 28734959. Analysis of returned lead sc-2317-70, serial: (B)(6), included microscopic and x-ray inspection of the lead which revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. Visual inspection of the returned clik anchor revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 28734959.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient, wavewriter-solis study (B)(4), experienced significant migration of the right lead and clik anchor which was confirmed by x-ray. Stimulation shifted lower and toward the abdomen. The patient underwent a revision procedure wherein the lead and clik anchor were replaced.